Manufacturer narrative:
No product returning for eval. Should additional info become available a supplemental form will be completed. T:slim user guide indicates pump is to be used with individuals 12 years of age and greater. Pt is (B)(6) years old.

Event description:
It was reported that the customer had low blood glucose levels.